Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse decontaminated the water and chemistry systems. Quality controls and water replicates were run, resulting with acceptable results. The cause of the discordant, falsely elevated ctni result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated cardiac troponin I (ctni) result was obtained on one patient sample on a dimension rxl max with hm instrument. The discordant result was not reported to the physician(s). The sample was repeated on the same instrument, resulting lower. The corrected result was reported to the physicians(s) . There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated ctni result.